Event description:
It was reported that the customer was hospitalized due to high blood glucose of 68mmol/l. It was stated that the customer started using the insulin pump after three weeks break. It was stated that the customer changed the infusion set and reservoir and right after the device alarmed no delivery twice. Troubleshooting was performed, and the programming revealed three rewinds and two manual primes were done on (B)(6) 2012. It was stated that the customer works at night and has programmed several bolus doses during the night as well. Then the customer went to sleep, and hours later the customer was rushed to the hospital and had a cardiac arrest. It was stated that the doctor hospital and had a cardiac arrest. It was stated that the doctor downloaded the insulin pump in the carelink and the reports were showing no anomalies. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.